Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via merlin with a non-sustained rv oversensing (nsrvo) episode due to oversensing. It was unclear if the oversensed signal was due to lead noise or myopotentials. Bringing the patient for lead testing and programming changes was suggested. No patient symptoms have been reported.